Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the enclosed images show three blurry images of a surgery in progress. The deployment needle is shown with one anchor and the suture. Based on the images, it is unclear if there is a second anchor. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the fast-fix 360 assembly process summary, indicates t2 is threaded on the same suture as t1, approximately 3 inches away. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, there was no t2 in the fast fix 360. The procedure was successfully completed with a delay greater than 30 minutes using a back-up device. No patient injury or other complications were reported.